Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. The bags contained unspecified solutions. This occurred after filling, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 and h11. H11: the actual devices were not available; however, a photograph of one (1) sample was provided for evaluation. Visual inspection of the photograph observed a leak from the administration port. The reported condition was verified for 1 sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.